Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system biometric identifier fingerprint scanner failed to work. Nursing team reported the issue multiple times. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system biometric identifier fingerprint scanner failed to work. A field service engineer (fse) worked with engineering support specialist to install a new driver package and successfully ran complete tests in the hardware test application (hta). The nurse who had been experiencing issues logged in and updated biometric scans, then reverted to the original fingerprint, confirming normal operation resolving the issue. The system functioned as intended after the field service engineer repaired the device.